Event description:
It was reported that one day post-implant, p-waves varied in size and loss of capture was noted. X-ray confirmed dislodgement of the atrial lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6942-58 implantable tachy lead, (B)(6) 2000; 419688 implantable pacing lead, (B)(6) 2014. (B)(4).